Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral (sfa) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter twisted. The device was removed and the procedure completed with another of the same device. There was no patient injury.